Manufacturer narrative:
It is known that improper installation, maintenance, or collision can lead to the spring arm cover falling of. The device was evaluated, repaired, and returned to use.

Event description:
The elbow cover from a spring arm fell to the floor during a procedure. No injury reported.